Event description:
It was reported that the user called for supply change assistance after a gap of approximately 2.5 hours between removing an old sensor and starting a new one, during which the blood glucose reading was 383 mg/dl. The agent completed a full supply change, resumed delivery on the ilet system, and provided education on correction algorithms. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.